Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose level. The customer¿s blood glucose level at the time of the incident was 548 mg/dl and current blood glucose level was 570 mg/dl. The customer also stated that the cannula was bent. The customer declined troubleshooting. The insulin pump will not be returned for analysis.